Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited a possible pacing and sensing issue. The epg was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that there was a pacing and sensing issue with the epg. Analysis did reveal that the attachment ring and cover were missing, the lower case was broken, and both bail covers are cracked. All incoming tests were performed and passed. The epg was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.